Event description:
The below report was received by health authority ansm (reference number:(B)(4)) on 28-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 35 year-old female patient who had essure inserted (lot no. D60144) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 59 days after essure insertion, she experienced abdominal pain lower (seriousness criterion medically important), back pain ("lower back pain"), paraesthesia ("tingling in the head on the left"), dizziness ("feeling of dizziness"), migraine ("migraine"), photophobia ("eye sensitivity with impaired vision"), visual impairment ("impaired vision"), musculoskeletal pain ("muscle and joint pain"), alopecia ("abnormal hair loss"), pruritus ("body itching"), fatigue ("intense fatigue"), feeling cold ("chilliness"), hypoaesthesia ("hand and feet that go numb, loss of sensitivity in the left leg") and eczema ("eczema outbreaks"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, back pain, musculoskeletal pain and fatigue had not resolved. No causality assessment was received for essure with regard to abdominal pain lower, back pain, paraesthesia, dizziness, migraine, photophobia, visual impairment, musculoskeletal pain, alopecia, pruritus, fatigue, feeling cold, hypoaesthesia or eczema. The reporter commented: patient¿s current status: medical wandering, for each pathology, examination performed (computed tomography (CT), magnetic resonance imaging (MRI), electromyograms, blood test ...) Nothing to report every time that explains my pain. I am extremely tired and can no longer bear to live in this painful body, to this day I can no longer practice physical activity, I feel like I am 80 years old while I am only 41 years old. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. [Blood test] (date unknown): nothing to report that explains the pain [computerised tomogram] (date unknown): nothing to report that explains the pain [electromyogram] (date unknown): nothing to report that explains the pain [magnetic resonance imaging] (date unknown): nothing to report that explains the pain a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-sep-2023. The most recent information was received on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 35 year-old female patient who had essure inserted (lot no. D60144) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 59 days after essure insertion, she experienced abdominal pain lower (seriousness criterion medically important), back pain ("lower back pain"), paraesthesia ("tingling in the head on the left"), dizziness ("feeling of dizziness"), migraine ("migraine"), photophobia ("eye sensitivity with impaired vision"), visual impairment ("impaired vision"), arthralgia ("muscle and joint pain"), alopecia ("abnormal hair loss"), pruritus ("body itching"), fatigue ("intense fatigue"), feeling cold ("chilliness"), hypoaesthesia ("hand and feet that go numb, loss of sensitivity in the left leg") and eczema ("eczema outbreaks"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, back pain, arthralgia and fatigue had not resolved. No causality assessment was received for essure with regard to abdominal pain lower, back pain, paraesthesia, dizziness, migraine, photophobia, visual impairment, arthralgia, alopecia, pruritus, fatigue, feeling cold, hypoaesthesia or eczema. The reporter commented: patient¿s current status: medical wandering, for each pathology, examination performed (computed tomography (CT), magnetic resonance imaging (MRI), electromyograms, blood test ...) Nothing to report every time that explains my pain. I am extremely tired and can no longer bear to live in this painful body, to this day I can no longer practice physical activity, I feel like I am 80 years old while I am only 41 years old. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. [Blood test] (date unknown): nothing to report that explains the pain [computerised tomogram] (date unknown): nothing to report that explains the pain [electromyogram] (date unknown): nothing to report that explains the pain [magnetic resonance imaging] (date unknown): nothing to report that explains the pain quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.